Event description:
It was reported the patient¿s stimulator shifted and moved and was poking out. The patient¿s stimulator was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).